Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a guide wire with rubber residue on both ends. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the silicone tip protectors have been changed to plastic sleeves since the manufacture of this device. The change was implemented due to customer feedback that the silicone tip protectors were difficult to remove. The complaint was confirmed and the root cause was associated with transport and storage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during set up for surgery, the plastic tips on the end of the "guidewire 1.5 x 229" seemed almost melted on and could not get off. A scalpel had to be used. A backup device was available to complete the procedure. There were no significant delays and no patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.